Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 1201, sn# (B)(6), model: tined lead, UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that a patient went to the clinic, complaining of pain at their implant site and possible movement of their battery. The patient reported redness and drainage at the implant site. A small scab was present at the implant site. The patient denies any falls or trauma to the implant area. The provider prescribed antibiotics and ordered x-rays to review the battery position. The patient self-reported some improvement with pain following the antibiotics. Images were reviewed and were unremarkable. Later, the patient reached out for new pain at the implant site. Upon examination, the wound had dehisced. The device was removed surgically. No further patient complications were reported.